Manufacturer narrative:
As part of our investigation, the olympus endoscopy account manager (eam) while onsite attempted troubleshooting by using other power supplies and outlets; however, the unit still did not power up. The olympus eam escalated the customer¿s concern and obtained authorization for the unit to be returned. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿unit would not power on¿ was not confirmed. The unit was found to be completely functional. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during installation the unit would not power on. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the legal manufacturer could not identify the cause because there was no sending of the actual item and we could not check the defect after inspecting it. It is presumed that the accident occurred due to the effects other than the device (facility environment, power supply environment) because the equipment could not be checked unusually. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.